Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose level was 397 mg/dl. Customer continue to use pump for insulin therapy.